Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. Test was inspected visually and questioned. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer was using at home test and thought the lines mean positive but app shows negative. Problem description: was using at home test and thought the lines mean positive but app shows negative. She also thought she already had covid. Number of product received / affected: ( 1/1 ).

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges the ¿customer thought¿ the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿lines mean positive but app shows negative¿. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause was traced to user - failure to follow instructions. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. Eua (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. Test was inspected visually and questioned. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer was using at home test and thought the lines mean positive but app shows negative. Problem description: was using at home test and thought the lines mean positive but app shows negative. She also thought she already had covid. Number of product received / affected: ( 1/1 ).